Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 37. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, bleeding and increased sensitivity. No further patient complications were reported.